Event description:
It was reported via repair work order that the siderail drops quickly due to the assist cable being torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.